Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted and the sheath was kinked.

Event description:
Reportable based on device analysis completed on(B)(6) 2024. It was reported that catheter issue occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. An opticross 18 catheter was used selected for ultrasound examination of the target lesion. During the procedure, the drive shaft was twisted outside the body. The procedure was completed with another of the same device. There were no patient complications were reported. However, device analysis revealed the imaging window twisted.